Event description:
A report was received that the patient's scs was not working, and the patient will undergo explant procedure.

Event description:
A report was received that the patient's scs was not working, and the patient will undergo explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan¿ surgical lead, 70cm.

Event description:
A report was received that the patient's scs was not working, and the patient will undergo explant procedure.

Manufacturer narrative:
Additional information was received that the patient had no stimulation issues. The patient wanted to have the device removed because he was going to have a deep brain stimulator.